Event description:
According to the complaint there was some discrepancy regarding the results given for lactate and potassium on the analyzer. (B)(6) 2022 - samples run on abl90 flex plus analyzer, serial number (B)(4). 00:48 1st sample taken from patient, which was a venous sample run from a capillary tube (potassium 4.2, lactate 3.7) 02:15 sample repeated, which was a capillary sample taken from the patient's big toe (potassium 7.3, lactate 4.3) 02:34 sample repeated again (potassium 6.7, lactate 3.2) 02:49 sample repeated on a different analyzer ((B)(4)) which yielded a different result from the prior two samples run on the abl90 flex plus analyzer ((B)(4)) (potassium 4.8, lactate 3.2) the customer believes that the sample ran at 02:15 on abl90 flex plus analyzer ((B)(4)) is incorrect and the results are false high when compared to the other analyzer. No reports of death or serious injury.

Manufacturer narrative:
The overall conclusion from the data available is that the measurements seem ok and that the abl90 seems to work as intended.